Event description:
Vns pt was scheduled for surgery to revise placement of generator due to device migration. The pt reported that the generator was coming out of the pocket and that it "sticks out" when they bend over. The pt reports difficulty activating magnet mode stimulation due to device migration. Further follow-up with treating neurologist revealed that the pt has been actively dieting and exercising and has lost weight, contributing to the issue of device migration. Device diagnostic testing both before and after revision surgery with within normal limits, indicating proper device function. The elective replacement indicator was no, indicating that the generator was not at end of service. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. Neurosurgeon repositioned/re-fastended the generator during revision surgery. The pt is reportedly doing well following revision surgery.